Manufacturer narrative:
One used deployment chassis was received for investigation. Examination of the returned deployment chassis did not reveal any abnormalities. The deployment chassis moved freely and locked normally. No beveled catheter assembly was returned to evaluate the complete device for deployment efficacy and or replication of deployment in a vein pad.

Event description:
It was reported that a smiths medical device was hard to thread. It was noted that the device locked up causing the nurse to miss the patient. No injury was reported.